Event description:
After a cardiac catheterization procedure, the 8 french sheath was replaced with an 8f angio-seal device. Upon entering the artery, blood flow through the locator was obtained, then the 8f angio-seal anchor was deployed against the inner arterial wall. Physical resistance was provided by the doctor when the anchor failed and came out. Direct pressure was then applied with no complication to the patient and no signs of hematoma. Manual compression was then applied for 15 minutes.